Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight hypoglycemia while using the ilet, with lows in the 40s following elevated nocturnal glucose attributed by the user to dawn phenomenon and subsequent automated correction insulin delivery; the user sought assistance with settings and declined a factory reset, and hypoglycemia was treated with four glucose tablets after device low alerts. Symptoms included hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education, review of device alerts, and consultation with clinical support. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.